Event description:
It was reported that the c-arm rotates on its own intermittently. No injury reported. A field engineer was dispatched to the site and determined the c-arm switches needed to be replaced. Once this was completed the system was working as intended.